Event description:
Pt was seen by the respiratory therapist at 12:15 am. The therapist noticed that the apnea monitor was turned off. The apnea monitor was turned on and it gave a "lead off" alarm. The problem was corrected. At 4:15 am the therapist found the pt had no pulse and no respiration. Attempts to resuscitate the pt failed.